Event description:
Information received by medtronic indicated that the customer had a loss of communication issue between the insulin pump and transmitter. It was reported that the customer received a cannot find sensor signal alarm. Troubleshooting was performed but the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The transmitter will be returned for analysis.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The pump passed the self-test. Successfully downloaded history files, and traces using thus. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor messages noted during testing. Pump was cut open to perform visual inspection and found moisture damage on the corroded battery tube. The following were noted during visual inspection: pillowing keypad overlay, missing display window/cover, keypad overlay texture damage, stained keypad overlay, cracked keypad overlay, detached retainer, missing o-ring (reservoir tube), broken reservoir tube lip, cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked and corroded battery tube. Customer alleged loss of connection with transmitter was not confirmed. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.